Event description:
It was reported that visual examination of the lead using fluoro showed the cables were outside the lead insulation and the helix was not extended. Lead was still in position. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.